Manufacturer narrative:
The reported failure of ventilator service required error code indicating that the internal li-ion state of health was less than or equal to 50% and that the full charge capacity (fcc) was less than 51% of the design capacity is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The DHR for this device will not be reviewed at this time. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for recertification. There was no allegation of patient harm. The device was not reported to be in patient use. During evaluation at the manufacturer's service center, the device log files were successfully downloaded and reviewed in full. A ¿ventilator service required¿ error code was identified indicating that the internal li-ion state of health was less than or equal to 50% and that the full charge capacity (fcc) was less than 51% of the design capacity. This condition indicates the battery life had declined due to use. The alarm is designed to notify the user that battery life has declined and service is required. An informational ¿ventilator service required¿ error code was also observed, indicating that one or more ¿ventilator service required¿ errors were active in the system. The internal battery pack required replacement to address the condition. In addition, the front enclosure, recert label, rear enclosure, enclosure gasket, base enclosure, mac address label, faa label, bluetooth label, sn/mn label, rubber feet, and cord retainer all required replacement. The device was disqualified from recertification and will be scrapped. No repairs were completed. A final report is being submitted. If any additional information is received, a supplemental report will be filed.